Event description:
It was reported a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose level. To address the issue, the customer was instructed by technical support to inspect and clean specific areas of the pump and follow on-screen instructions, but they were unable to successfully load the cartridge. Since the error recurred with a new cartridge and the pump was under warranty, it was decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode before returning it, which they acknowledged.